Event description:
It was reported that foreign, oil-like residue was found on the plunger of the bd eclipse¿ injection needle with luer-lock¿ syringe while drawing up medication. The following information was provided by the initial reporter: "this morning, a nurse brought something to my attention about these specific bd syringes. Their primary purpose is for subcutaneous heparin injection. When the nurse began to draw the medication up into the syringe, she noticed an oil like residue on the plunger of the syringe when it was pulled back. We don¿t believe we¿ve seen anything like this on any of the other syringes we use on the unit, so we wanted to bring this forward to you in case this is some sort of defect."

Manufacturer narrative:
The reported lot# 1201099 was not found for the reported catalog# 305788. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon review of the supplied photos and complaint records. Analysis of previous records showed that excessive lubricant was present on the plunger of the syringe. Bd determined that the cause of the failure was related to the manufacturing process. Silicone is used as a lubricant during manufacturing and excess silicone can be applied to the product, resulting in what appears to be an oily substance. Corrective actions have been made to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Event description:
It was reported that foreign, oil-like residue was found on the plunger of the bd eclipse¿ injection needle with luer-lock¿ syringe while drawing up medication. The following information was provided by the initial reporter: "this morning, a nurse brought something to my attention about these specific bd syringes. Their primary purpose is for subcutaneous heparin injection. When the nurse began to draw the medication up into the syringe, she noticed an oil like residue on the plunger of the syringe when it was pulled back. We don¿t believe we¿ve seen anything like this on any of the other syringes we use on the unit, so we wanted to bring this forward to you in case this is some sort of defect."